Event description:
When I was getting blood from my patient, I was able to get the first tube of blood and when I went to put the second tube in the hub, the gray end of the butterfly was broken and the butterfly and hub fell apart.